Event description:
From staff: during a wedge resection for removal of a bleb the 45mm ethicon stapler was opened and the battery was inserted appropriately. A green load was inserted and of note, didn¿t feel like the normal ¿click¿ into the cartridge, but stayed in place. The stapler was placed through the port and with light manipulating of the lung the green load came loose and then fell out of the stapler entirely into the chest cavity. It proved difficult to safely remove the stapler cartridge through the ports and the decision to upsize the port to a small alexis wound protector to allow for the removal was initiated. A second staple cartridge was placed in the stapler to rule out the issue being the load itself, but that too felt loose. A second stapler was opened and worked more appropriately. Stapler was saved with packaging and given to team lead.